Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was experiencing the symptoms of feeling tired. Customer was admitted to the hospital and still being treated. The troubleshooting was performed for high blood glucose and no delivery. Customer was advised to monitor the insulin pump and call back if assistance is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.